Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed a bipolar lead impedance of 350 ohms with loss of sensing and no capture at 7.5 v. Unipolar lead impedance was 250 ohms with intermittent sensing at 1.0 mv and loss of capture at 5.0 v. X-rays displayed a probable micro-dislodgement. The lead was successfully repositioned.